Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer' pump was not "working to their expectations and that a low blood glucose (bg) reading could not be entered into the pump if it was below a certain number. The customer did not want to change the pump settings. The customer did not provide further details, although requested, additional information was not provided.